Manufacturer narrative:
(B)(4). The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on april 1, 2016. (B)(4)

Event description:
It is reported by end user a one week history of itchy, red bumpy rash under the tape collar wafer only.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. End user reports seeing local wound ostomy continence nurse on (B)(6) 2014. End user reports trying a prescription antifungal powder (name unknown) with no improvement, and then started oral prednisone for two weeks with improvement. Samples of the acrylic tape collar wafers were provided without any further issues of weeping or itching reported by the end user. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.